Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was not returned to medtech orthopaedics; however, photos were received for review. The photo investigation revealed that angled acet insertr, the provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble & jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the angled acet insertr would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Loan optimus cup impactor tip stuck in instrument. Unable to be disassembled. No fragments. Case completed successfully without delay. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "loan optimus cup impactor tip stuck in instrument. Unable to be disassembled. Requires replacement." The product was not returned to medtech orthopaedics; however photos were provided for review. See attachment (img_6510.jpeg & img_6511.jpeg). The photo investigation revealed that angled acet insertr, the provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble & jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the angled acet insertr would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: loan optimus cup impactor tip stuck in instrument. Unable to be disassembled. Requires replacement. Tray znauk0443 batch: 45129961. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the angled acet insertr tip threads were stripped. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as off-axis assembly and impacting device while the tip is not fully seated into the cup. Properly handling and attention to the approved use of the device diminishes the risk of failure. Functional testing was able to replicate the reported complaint condition. An excessive amount of force was applied to the adaptor tip however the component was not able to disassemble as intended. Contributing factors of the observed condition of the device include damage on the internal threads, overtightening the tip. However, with the available information and the fact the internal threads were not able to be exanimated due to the jammed condition, a potential cause remains undetermined. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.